Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Section h4 - device manufacture date: 24-oct-2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received in a specimen cup and was damaged with a piece missing. No issues with the haptics were observed. The simplicity was inspected revealing that the cartridge tip and plunger rod tip were damaged. Ophthalmic viscoelastic device (ovd) was observed inside the cartridge and lens module indicating that an excessive amount of ovd was used which could contribute to the complaint issue reported. No further issues were identified. The complaint issue "stuck in cartridge" and "haptic damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was initially reported that the intraocular lens (iol) was defective. Through follow-up we learned that the iol was stuck in cartridge. The physician tried to disassemble and reassemble the unit and noticed the haptic was defective and did not implant the iol. There was no patient contact with the device. No further details were provided.